Event description:
Rec'd information that the pt had their device system removed due to malfunction. No further information was provided. Additional information has been requested and if rec'd, a f/u report will be sent.

Manufacturer narrative:
(B)(4).